Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 409 mg/dl. The customer stated that he experienced vomiting and nausea. Troubleshooting was performed. The time, date, and programming on the insulin pump were correct. The basal and bolus matched the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.